Event description:
It was reported that the syringe 3ml ll 200 s/c experienced an difficult/unable to aspirate insulin during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown complaint 4 of 4 1. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions 2. Number of occurrences: 4 4th: (B)(6)2019, bg: 96mg/dl 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number ¿ 3 ml syringe ¿ 309657 customer unable to verify needle. 5. Product lot number: unknown 6. For bd product only, are samples available for investigation? -will inquire. 7. Did issue cause any injury? If yes, what type of injury? -no 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? -no 9. Resolution customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10

Manufacturer narrative:
The following information has been updated: b.3. Describe event or problem: it was reported that the syringe 3ml ll 200 s/c experienced flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir during use. The following information was provided by the initial reporter: material no: 309657; batch no: unknown. Complaint 4 of 4: 1. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. 2. Number of occurrences: 4; 4th: (B)(6) 2019, bg: 96mg/dl. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: 3 ml syringe ¿ 309657; customer unable to verify needle. 5. Product lot number: unknown. 6. For bd product only, are samples available for investigation? Will inquire. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution; customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction. Additional review has identified this complaint as not reportable. It has been determined that the incident description be changed to flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir during use. The following information was provided by the initial reporter: material no: 309657; batch no: unknown. Complaint 4 of 4: 1. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. 2. Number of occurrences: 4 4th: (B)(6) 2019, bg: 96mg/dl. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: 3 ml syringe ¿ 309657; customer unable to verify needle. 5. Product lot number: unknown. 6. For bd product only, are samples available for investigation? Will inquire. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution; customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction.

Manufacturer narrative:
Device expiration date: unknown. PMA/510(k) #: without knowing either the lot # or manufacturing site, the PMA/510(k)# could either be k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced an difficult/unable to aspirate insulin during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. Complaint 4 of 4. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. Number of occurrences: 4. 4th: (B)(6) 2019, bg: 96 mg/dl. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657. Customer unable to verify needle. Product lot number: unknown. For bd product only, are samples available for investigation? Will inquire. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer requested replacement syringes. Distributor to send replacement cartridge packs with syringe/needle to maintain customer satisfaction.